Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Per cnf, it was reported that: event the guidewire got stuck. When did the issue occur after guidewire insertion what type of guidewire was used starter guidewire if the guidewire is a bsc device, please provide the lot or j pos number (B)(4) was a new guidewire used to continue the procedure? Or was the same guidewire used? It got stuck and was damaged, so a new wire is used. Was the guidewire able to be removed normally? It was able to remove, but it took a lot of force to be pulled out. Was there any resistance during operation of the guidewire? It seemed that it could not be removed from the farawave. Was the guidewire removed and inserted into the catheter several times? The issue occurred during the first insertion what was the activated clotting time (act) when stuck occurred? The issue occurred before act measurement. Please indicate the details about the occurrence of the event, the wire was inserted into the farawave and when the slide was moved on the proximal side for deployment, the wire and the slide could no longer be moved at all probably because it got stuck inside. Diagnosis or treatment: resolution: different device used (same model) where did event occur: outside the patient patient outcome: no patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation: catheter used other usedtime of event: during procedure. Product available for return? Yes.

Event description:
Per cnf, it was reported that: event the guidewire got stuck. When did the issue occur after guidewire insertion what type of guidewire was used starter guidewire if the guidewire is a bsc device, please provide the lot or j pos number (B)(4) was a new guidewire used to continue the procedure? Or was the same guidewire used? It got stuck and was damaged, so a new wire is used. Was the guidewire able to be removed normally? It was able to remove, but it took a lot of force to be pulled out. Was there any resistance during operation of the guidewire? It seemed that it could not be removed from the farawave. Was the guidewire removed and inserted into the catheter several times? The issue occurred during the first insertion what was the activated clotting time (act) when stuck occurred? The issue occurred before act measurement. Please indicate the details about the occurrence of the event, the wire was inserted into the farawave and when the slide was moved on the proximal side for deployment, the wire and the slide could no longer be moved at all probably because it got stuck inside. Diagnosis or treatment: resolution: different device used (same model). Where did event occur: outside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation: catheter used. Other usedtime of event: during procedure. Product available for return? Yes.

Manufacturer narrative:
The customer returned one guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire was fractured on the distal end. The ribbon was protruding from the coil at 39.1cm from the distal end of guidewire. 4.0cm of the ribbon was protruding from the coil. The core remained within the guidewire. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured just behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. Three bends were noted at approximately 105cm, 107cm, and 111cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.